Event description:
On (B)(6) 2020 a patient received a memo-3d rechord mechanical ring as part of an mitral valve repair. The manufacturer was notified that mitral regurgitation was observed, and the site recommended re-valvuloplasty however the patient wanted to replace the valve. On (B)(6) 2020, memo 3d was explanted and epic (29mm) was implanted. Patient was in good condition after operation. No further information was received.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the available information, it is not possible to draw a definitive conclusion regarding the reported event. The review of the device history record showed that this valve satisfied all material, visual, and performance standards required at the time of manufacture and release. The manufacturer attempted to follow up further on this event, but no additional information been received to date (follow-up challenged by covid-19 outbreak). The case will be closed at this time under the memo cp_mir_mis_001530 as no further investigation is possible. However, should additional information be provided, the manufacturer will re-assess the event and take further investigative action as applicable. The root cause is thus deemed to be cause not established.